Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Reference manufacturer report number: 1627487-2019-09889. Reference manufacturer report number: 1627487-2019-09891. It was reported that the patient experienced pain at the implant site. Therefore, the patient underwent surgical intervention wherein the entire system was explanted sometime in 2018.